Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bariatric surgery, for the 3rd reload, the device did not staple the tissue right - some staples opened and there was bleeding not reaching 500 cc. A strange noise was also heard from the device. Another reload was used with the same handle to resolve the issue in order to complete the case. There was no patient injury.